Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1bbyc, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient appeared to be infected at the lead and battery site. The healthcare provider reported they would maybe explant the system. It was unknown if any intervention was planned. No further complications were reported.